Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that during prep, the automated impella controller (aic) displayed 'purge system stopped' controller failure alarm leading to console exchange. There was no reported patient harm.

Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The issue was reproduced and the same purge-related alarm was observed upon each boot-up of the console. Replacing purge pressure sensor assembly resolved the issue. The data logs from the reported day of event are consistent with complaint and show controller failure alarm presenting upon console boot-up. This was preceded by an error message ¿purgeadmin: purge sensor_defect2 set¿ indicating purge pressure sensor voltage being out of range. The root cause of this issue was a broken purge retainer. Added-device return date g1-corrected MFR site name and address